Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for the laparoscopic gastrectomy using the subject device in combination with the video processor cv-190, it was found that the scope communication error b30 occurred on the subject device. The user replaced the subject device to another videoscope ltf-s190-10 (2d) to complete the intended procedure. In addition, since there were traces of foreign material (povidone-iodine) on the video connector socket of the subject device, when the foreign material was wiped off, the reported issue resolved. There was no report of patient injury associated with this event.